Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks due to sinus tachycardia. Therapy was exhausted. The devices was reprogrammed. At this time, this ICD remains in service and there were no additional adverse patient effects reported.